Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 8mm emerge¿ balloon catheter was selected for dilation. However, during the procedure, the hypotube broke and nothing remained inside the patient. No patient complications were reported and the patient's status was fine.